Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
It was reported that, prior to a device replacement procedure for the normal elective replacement indicator (eri) alert, episodes of increased defibrillation impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead. The suspected cause of the event was externalized conductors on the rv lead, which was confirmed with diagnostic imaging. The rv lead was capped and replaced during the device replacement procedure to resolve the event. The patient was stable.